Manufacturer narrative:
The pump gave a failed battery test alarm due to a corroded battery tube. Unable to verify the battery out limit alarm due to the failed battery test alarm. The pump also had cracked window corners, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a failed battery test alarm. Customer stated the contacts of their battery was missing or damaged. The customer's blood glucose was unknown. It was also found the battery anomaly persisted after a replacement battery cap was sent. The customer was advised the insulin pump needed to be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.